Event description:
It was reported that the pump resets itself and memory loss. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Physical condition of this device has scratched lcd lens, peeled downstream occlusion (dso) seal, worn upstream occlusion (uso) seal and broken battery door. Result found in event history log medium alarm displayed: pump settings and patient data lost on (B)(6) 2005. Reported problem was duplicated. Upon power up, the device was displaying pump setting and patient data lost with alarm sounding off constantly. The reported cause was depleted internal battery. Charged device for 250 hours and performed standard preventative maintenance to bring pump into full functionality. Device passed all functional tests after repairs.